Event description:
It was reported that the customer received a low reservoir alarm. The customer stated that they are unable to clear the alarm due to the esc button being unresponsive. Customer declined troubleshooting. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.